Event description:
A peritoneal dialysis (pd) patient contacted customer service to requested silk tape or tegaderm transparent patch due to an allergy/reaction he received from item #16-5301-0 microporesurgical tape 1x10yds, he reports a skin reaction next to exit site, scratched like. Patient reported its healing now and would like to use other options as he purchased tegaderm out off pocket and it worked well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).